Event description:
In 2004, the pt was implanted with a gore excluder bifurcated endoprosthesis to treat an abdominal aortic aneurysm. The pt developed a type ii endoleak with aneurysm sac expansion. In 2008, a reintervention occurred where a coil embolization was performed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional device implanted in this pt: pcc121000.